Manufacturer narrative:
H10: additional manufacturer narrative: device evaluation anticipated for representative units returned by the customer, but the devices are still undergoing investigation. A supplemental report will be submitted accordingly once the evaluation has been completed and/or a conclusion for the investigation has been reached. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Ecv received a report of a ezf21a cannula (lot # 419303) leaking where the connector is connected to the cannula body during a coronary artery bypass grafting procedure. The cannula was able to be used to finish out the case. No obvious issues with the package or appearance of cannula prior to the procedure. There was no difficulty in connecting the tubing, nor any prolonged force/ compression on the cannula. The cannula was deaired without difficulty with a slow flow bump-up to the connector and connected to the heart lung machine. The leak was noticed after the patient's heart was arrested and the surgeon started on the first distal graft. After the leak was noted, the surgeon used bone wax and a tie-band to secure the bonded portion of the canula where the leak was observed. Minimal blood was lost. There was some slow oozing during the procedure from the cannula. There was no significant delay nor did the procedure take longer than expected. The cannula was used for a little less than 2 hours or 111 minutes (pump time). No adverse outcome or impact to the patient and no change in procedural strategy. The patient is in good status. No tie-band was used on bonded portion prior to the procedure. No response requested. The distributor would like a new case of product in exchange for the case containing the cannula that leaked, though the complaint investigation is focused on the one suspect unit. Defective item was thrown away.

Manufacturer narrative:
H11 manufacturer narrative additional information added: b5 description updated, g3 date, g6 report type and number, h2 follow up type selected, and h6 investigation type, conclusion, and cause codes updated investigation conclusion: the reported complaint could not be confirmed as the affected device was not returned. Through engineering evaluation, the following conclusions have been determined- IFU/ labelling is adequate. A product risk assessment determination was opened. A CAPA was opened at the supplier. There is not sufficient evidence to suggest an edwards/supplier manufacturing defect at this time. A DHR review was completed, and it was confirmed that good documentation practices were followed, no nonconformities were observed, no deviations were found to be associated with the work order, and training was up to date. The review at the supplier also included a review of equipment maintenance and calibration and no issues were found. The retained sample from the lot was evaluated for the presence of solvent and attributes of the connector bonding was found to be according to the current process with no indication of an out of specification condition. Tensile testing results for the work order were also found to meet the acceptance criteria. Mitigations are in place including a 100% visual inspection and tensile testing. The suspect device was not returned. However, there were six (6) sealed units from the same lot returned from the customer. Per edwards procedures, the evaluation of these units will be documented as part of a separate investigation and not tracked as part of this complaint investigation. The root cause of the reported event is indeterminable as device evaluation could not be performed on the affected device. There is not sufficient evidence to suggest an edwards/supplier manufacturing defect at this time. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Ecv received a report of a ezf21a cannula leaking where the connector is connected to the cannula body during a coronary artery bypass grafting procedure. The cannula was able to be used to finish out the case. No obvious issues with the package or appearance of cannula prior to the procedure. There was no difficulty in connecting the tubing, nor any prolonged force/ compression on the cannula. The cannula was deaired without difficulty with a slow flow bump-up to the connector and connected to the heart lung machine. The leak was noticed after the patient's heart was arrested and the surgeon started on the first distal graft. After the leak was noted, the surgeon used bone wax and a tie-band to secure the bonded portion of the canula where the leak was observed. Minimal blood was lost. There was some slow oozing during the procedure from the cannula. There was no significant delay nor did the procedure take longer than expected. The cannula was used for a little less than 2 hours or 111 minutes (pump time). No adverse outcome or impact to the patient and no change in procedural strategy. The patient is in good status. No tie-band was used on bonded portion prior to the procedure. No response requested. The distributor would like a new case of product in exchange for the case containing the cannula that leaked, though the complaint investigation is focused on the one suspect unit. Defective item was thrown away. Three other units from the box were used without issues reported.